Event description:
Customer called in requesting assistance with completing the load process as they had gone through multiple cartridges and infusion sets and were unsuccessful. The customer's blood glucose level was impacted (277 mg/dl). Tandem technical support (cts) assisted customer with load process, but no drops were seen during fill tubing. In addition, the luer lock was tight and customer saw what appeared to be bubbles in the tubing that were not moving. Cts had customer load a new cartridge and tubing and they were able to complete the load process and resume insulin delivery. Cts indicated customer had most likely prematurely exited the load process prior.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.